Manufacturer narrative:
Full patient ID is: (B)(6)/ sample ID (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23 that has similar products distributed in the u.s., list number 01l81 and 04p54.

Manufacturer narrative:
On (B)(4) 2013, the lot number was provided by the customer (19318lf00). This information was unknown in the initial submission. Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 19318lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii confirmatory assay, list number 02g23, lot 19318lf00 was identified.

Event description:
A (B)(6) / decreased result was generated while using the architect hbsag qualitative ii confirmatory. The customer indicated that the patient specimen generated a (B)(6) result ((B)(6)). When the specimen was tested using the architect hbsag qualitative ii confirmatory assay an error code was generated to inform the user that the results cannot be calculated due to the low values. The values rated ((B)(6)) do not confirm per labeling. The customer sent the specimen to be tested at another facility. The elisa testing completed generated a "weak positive" result, the results were reported to abbott on (B)(6) 2012. There was no adverse impact to patient management reported.